Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that original patella implant was loose. It was removed and a size 33x9mm symmetrical patella was cemented in.